Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired after experiencing an episode of fine, polymorphic ventricular fibrillation recorded by the implantable cardioverter defibrillator. The wave morphology was below the programmed detection level of the device, therefore high voltage therapy was not delivered.